Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error open book image alarm and unresponsive buttons keypad due to display anomaly. The insulin pump powered up after battery installation and no blank display noted. The insulin pump had scratched case, serial number label faded, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a blank display and was alarming and that it was not responding to key presses. The blood glucose reading was 15 mmol/l. The customer had reverted to a back up plan. The insulin pump will be replaced and returned for analysis.